Event description:
The pt was implanted with an ams monarc sling to treat her pelvic organ prolapse and stress urinary incontinence. It was reported that, "as a result, "the pt has experienced, "physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.